Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss event is attributed to user error as the operator failed to close the saline line after administering a saline bolus. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional review with the operator. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A saline bolus was administered during a routine hemodialysis treatment. The operator inadvertently failed to clamp the saline line allowing air to enter the circuit. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.